Manufacturer narrative:
A ge rep conducted an onsite investigation. The service rep replaced a power supply fuse. The system was tested and operates as intended.

Event description:
The customer reported that the work station on the 7900 system would not boot up. No pt injury was reported.